Event description:
On (B)(6) 2011, we have been informed about an allergic reaction of a patient. In (B)(6), a fem equipped valleylab generator (model fxc) and a monitoring dispersive electrode (model rs28) were used. The nature of the procedure was "plastic surgery and recovery". The duration of the procedure was 12 hours. The electrode was positioned on the right hip. The body and the skin type of the patient was described as normal. The skin was cleaned, shaven, dried, not disinfected and no ointment had been used. The patient was not repositioned and was not placed on a thermal mat. After the procedure it was noted that the patient received and injury underneath the adhesive foam area. A photo shows two blisters of half a square centimeter size each. The user described the injury as round bubbles. The injury was treated by a nurse afterwards. No details of this treatment have been disclosed to us.

Manufacturer narrative:
This report is sent to the FDA as part of corrective action to an observation made during (B)(4) and concerns our complaint # (B)(4). The retained samples have been inspected visually and tested electrically and thermally. Mechanical tests were performed on retained samples. All samples were found to perform within limits. No faults could be detected. The injury occurred underneath the adhesive foam of the electrode on two separate spots adjacent to the gel but well centered in the foam area (one on the outside, the other in the very center of the electrode). The photo shows clear outlines of the electrode and its gel sections, the electrode thus seems to have adhered well even on top of the blisters. The image is inconclusive whether the blisters are the result of a burn or a skin irritation. No further conclusion can be drawn.